Event description:
Essure was implanted in (B)(6) 2010 and directly after there were 2-3 months of intense pain, cramping, bleeding. Once it leveled off, I had chest pains, kidney problems, liver enzymes went up and my gallbladder had to be removed for overproduction. Over the past several years my health has deteriorated and I have been dx with lupus and am seeing a rheumatologist for lupus, vasculitis and possible multiple sclerosis. My overall health decline has given me a very low quality of life, my hair is falling out and I continue to see a progression of symptoms. My insurance company did cover this at the time.